Event description:
Voluntary medwatch received states the patient's right ventricular lead was explanted due to infection. The patient had a blood disease that cause atrial fibrillation and infection. The right ventricular lead was explanted, and the right atrial lead and an implantable lead were capped. No additional adverse patient effects were reported.